Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. After performing occlusion test, it failed the test with alarm displayed ¿¿ cassette not properly attached¿¿. Replaced dso sensor, dso bezel and dso seal to correct this issue. Device passed all testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit did not detect set load v5 software. There was no delay in therapy, no patient involvement and no harm/adverse event reported. Further investigation found that the downstream occlusion (dso) seal and sensor were damaged.